Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where the tubing was bent at a 90 degrees where it was connected to site due to the way it was coiled up in the plastic container on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint is type 2 reportable to open a child investigation.this child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008804, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008804 was manufactured according to the work instruction (wi) version 116 and manufactured in the line 3 on 19/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4h02645 was manufactured according to wi version 64 and manufactured in the machine sc09, on 17/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.